Event description:
Pt was revised to address pain.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the head part and lot number combination. A search of the complaint database found one prior report for the insert part and lot number combination; however, review of the as400 system show that (B)(4) other devices from the reported lot have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: expiration date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.